Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer was hospitalized due to high blood glucose. The customer's blood glucose was 797 mg/dl at the time of incident. The caller stated that the customer was given insulin to treat the blood glucose. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.